Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-28, lot# v177459, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported on a sacral x-ray there was evidence of minimal lead migration toward the outside. It was stated this was an ongoing event and there was no action taken. It was later reported the x-ray showed a 5mm migration. It was noted reprogramming was done and the issue was resolved.